Event description:
It was reported that patient experienced discomfort after trach tube was inserted. Concerns on which size inner cannula is needed. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. One photo was provided by customer. No discrepancy related to product identification was observed, label match with copy of label attached to DHR. The root cause of the reported issue could not be confirmed as the reported issue could not be observed in the photo provided.